Event description:
It was reported that the patient experienced ineffective therapy, shocking, and numbness. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000042188.